Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Per the patient, in 2015 they inserted a smart toe into the 3rd toe; it broke. In 2016 they removed the broken implant from the 3rd toe and replaced it with a wire.